Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window and cracked reservoir tube lip also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report that the insulin pump alarmed during priming process. Customer's blood glucose level was 139 mg/dl at time of reporting. During troubleshooting, it was found that the drive support cap was protruded. Advised customer that insulin pump will be replaced. Nothing further reported.